Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 sensors came loose from the needle during insertion and the serter is not functioning. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the sensors would be replaced and to return the product for analysis. No further details given.